Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to these conditions occurs due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization. The event can be detected by following the instructions for use (IFU) which state: usage precautions related to usage etc. To prevent equipment malfunction or damage, or parts falling off, do not bend, hit, pull, twist, or drop this product with strong force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached and cracked, there was a chip in the adhesive between the acoustic lens and ultrasound probe, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasonic probe of the evis lucera ultrasound gastrovideoscope was chipped. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the acoustic lens was chipped. The report is being submitted due to the defect found during evaluation.